Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed the "no image" issue. The technical service representative isolated the image issue to a damaged connector. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to the damaged hdmi connector. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would disappear when the cable was plugged into a disposable blade. The customer stated this occurred with "all" disposable blades. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.